Event description:
The customer reported that the system shut off and would not power on. There was no patient harm.

Manufacturer narrative:
Eval method, result, conclusion (other): investigation is still ongoing on this event. When investigation is completed, a follow up report will be sent to the FDA.